Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-18. The following are possible lot numbers: d4: medical device lot #: 20106171. D4: medical device expiration date: 2023-10-29. H4: device manufacture date: 2020-10-30. D4: medical device lot #: 20106172 d4: medical device expiration date: 2023-10-29 h4: device manufacture date: 2020-10-30. D4: medical device lot #: 20106173 d4: medical device expiration date: 2023-10-30 h4: device manufacture date: 2020-10-31. D4: medical device lot #: 20106174 d4: medical device expiration date: 2023-10-30 h4: device manufacture date: 2020-10-31. D4: medical device lot #: 20106175 d4: medical device expiration date: 2023-10-30 h4: device manufacture date: 2020-10-31 . H6: investigation summary two 82115e samples were received without packaging for investigation; however a review of the laser ID from the smartsite component confirmed a possible lot number to be either 20106171, 20106172, 20106173, 20106174 or 20106175. No residual fluid was present in the samples. A visual inspection confirmed the customer's experience as the base of both of the returned burette's was received separated from the burette chamber. In addition the top cap of one of the returned burette's was also received separated from the burette body. Uneven residual solvent was observed at the joints of the burette body. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the burette during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 20106171, 20106172, 20106173, 20106174 and 20106175 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 82115e product over the past 12 months.

Event description:
It was reported that the tubing separated from the add-on burette ss vlv ps ball vlv after being hung and leaked antibiotic medicine onto the floor. This occurred 6 times during use. The following information was provided by the initial reporter: "leaking from base of burette causing antibiotic to drip onto the floor and patient to receive inadequate dose."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubing separated from the add-on burette ss vlv ps ball vlv after being hung and leaked antibiotic medicine onto the floor. This occurred 6 times during use. The following information was provided by the initial reporter: "leaking from base of burette causing antibiotic to drip onto the floor and patient to receive inadequate dose."